Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. In the alarm history sensor end, no reservoir, battery out limit, off no power, and no delivery alarms were found. The displacement test and manual prime were successful and the motor error alarm did not recur. Customer's blood glucose level was over 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and no delivery alarm due to prime anomaly. No motor error alarm noted and the motor passed motor test. No unexpected off no power alarm or battery out limit alarm noted. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test and displacement test. The test minilink transmitter communicates properly to the insulin pump. No unexpected sensor end alarm or low suspended alarm noted. The insulin pump had minor scratched display window and broken reservoir tube lip.